Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. Corrected fields: g4. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dents on distal edge. A root cause could not be identified. Based on the results of the investigation the most probable cause of reported failure was not determined. The most probable cause of dents on distal edge was traced to stress. A review of the service history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the rigid video laparoscope had poor image quality. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.